Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the returned device analysis which found that the omnilink elite stent was not between the two balloon markers. It was reported that there was an issue inserting the omnilink elite stent into the 6 french introducer sheath. There was stent damage noted. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and it was found that the stent was not between the markers. The reported resistance with the introducer sheath could not be confirmed due to the condition of the returned device. The reported stent damage was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design non-conformity, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the omnilink elite stent delivery system (sds) met resistance with the 6 french introducer sheath during advancement and was unable to exit the sheath. After the sds was removed, stent damage was noted at the proximal end. The target lesion was the mildly calcified, non-tortuous left common iliac artery. No additional information was provided.